Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5162965.

Event description:
Voluntary medwatch received reported: patient has an ongoing issue since the start of treatment (B)(6) 2024 in which her pump keeps malfunctioning and timing out from the network, so she is not able to get her insulin properly injected due to the pump malfunction. She has repeatedly reported the issue to the company and has had no success getting the issue resolved.